Manufacturer narrative:
A ge service rep performed an onsite investigation. The mcb pcb assembly was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system intermittently failed to boot to a usable state and exhibited in intermittent system functionality. No pt serious injury or death was reported related to this event.